Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: scratches on the top cover and residue stains on inside top cover, front panel mouth is cracked, the main power switch was missing and the old version power switch bracket needed to be upgraded, the scope socket¿s locking mechanism was not protecting the pins and there was corrosion inside the scope socket tubing. Additional findings found the non-olympus lamp life meter was reading at 300 plus hours and the light intensity measured out of range. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source has the power switch get stuck and will not stay on. The issue was found during preparation for use, with no known procedure involved but a cv-190 was involved. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation root cause of no image being displayed was attributed to a faulty power switch. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.